Manufacturer narrative:
Findings: pump alarmed during self test and no communication between pump and meter due to faulty radio frequency. No battery out of limit or failed battery test alarm noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a failed battery test and multiple alarms. The blood glucose at the time of the incident was 149 mg/dl. The device was returned for analysis.